Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that he was experiencing high blood glucose levels. Blood glucose level at the time of the call was 501 mg/dl, which was treated with a manual injection. The customer's mother declined troubleshooting and stated that she would consult their health care provider. The insulin pump was not replaced or returned for analysis.